Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set cannula kinked event on 15-may-2024 after 3 or more hours of insertion. Infusion set has been used for 6 or 7 hours. Insertion site was at upper buttocks. Customer regularly rotate site location. The blood glucose level was 486 mg/dl.the ketones level was high. Therefore, patient was treated with correction via mdi. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.